Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
The event was reported under the correct catalog and serial number in manufacturer report number 1628664-2014-00122. Based upon this new information, this complaint is no longer a reportable event. Evaluation in process.

Event description:
The account generated false positive bhcg results on sample ID (B)(6) after processing a highly positive sample on the architect i2000sr. Sample ID (B)(6) generated architect bhcg of 31.14 miu/ml and 29.67 miu/ml (auto retest). The sample was expected to be bhcg negative and was repeated again with a negative architect bhcg result. No specific patient information was provided. No impact to patient management was reported.